Manufacturer narrative:
Evaluation: failure to follow instructions-use of the device in the popliteal artery constitute failure to follow product IFU instructions. (B)(4).

Event description:
The physician was attempting to use a sprinter legend balloon to treat a lesion with 100% stenosis and it reported that difficulty was encountered during insertion and removal of the balloon

Event description:
The physician was attempting to use a sprinter legend balloon to treat a lesion in the left popliteal which was reported to exhibit 100% stenosis and thrombus. The device was inspected prior to use with no issues noted however difficulty was encountered during insertion and removal of the balloon. The balloon was inflated to 10atm. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed. Device or procedural images not provided for review. (B)(4).